Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10

Event description:
It has been reported that the bd ultra-fine¿ short pen needles 8mm (5/16¿) 31g has been found with needle clogging, difficulty operating the needle, and leakage during use. The following has been provided by the initial reporter: it was reported that during injection the needle clogs and pen does not depress all the way. When needle is removed from site insulin drips from the needle. Verbatim: consumer reported needle clog during injection, does not prime, does not re-use. Consumer has been using pen needles for 3 months, stated that when he injects, the pen does not depress all the way and when he removes the needle after injection, he notices that insulin drips from the needle. I advised him on how to attach pen needle and also advised him to leave needle in the injection site for 10 seconds after injection. Lot # 8275934, product # 320109, exp 09-30-2023. Problem occurred on(B)(6)2019.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd ultra-fine¿ short pen needles 8mm (5/16¿) 31g has been found with needle clogging, difficulty operating the needle, and leakage during use. The following has been provided by the initial reporter: it was reported that during injection the needle clogs and pen does not depress all the way. When needle is removed from site insulin drips from the needle. Verbatim: consumer reported needle clog during injection, does not prime, does not re-use. Consumer has been using pen needles for 3 months, stated that when he injects, the pen does not depress all the way and when he removes the needle after injection, he notices that insulin drips from the needle. I advised him on how to attach pen needle and also advised him to leave needle in the injection site for 10 seconds after injection. Lot # 8275934, product # 320109, exp 09-30-2023. Problem occurred on (B)(6) 2019.